Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the implantable cardioverter defibrillator (ICD) was responsible for post-paced t-wave oversensing. Programming changes were implemented. The patient condition was unknown. No further information was reported on this event.